Event description:
Patient's pacemaker was noted tobe oversensing on transtelephonic monitoring. Manufacturer had recently notified cardiologist about premature degradation of polyurethane coating on leads. Patient was sceduled for an elective lead replacement. Whin a few hours of this phone call, patient developed chest pain and was hospitalized. Both the lead and the generator were replacedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.